Event description:
On 01/13/1999, the facility's buyer informed the manufacturer's sales representative of the following: on 01/12/1999, prior to implant after attaching the catheter to the device, leaking was noted around the locking mechanism when the device was flushed with saline from the distal end; that is, through the catheter itself. No further details were provided.